Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the cap detached on the first fiber after 61,000 joules of use. Excessive fiberlife was noted on the second fiber after 91,291 joules of use. Excessive fiberlife was noted on third fiber after 30,491 joules of use. The physician completed the procedure utilizing the third fiber despite the fiberlife issue. The fiber tips of all fibers were cleaned during the procedure. There was no patient injury due to the event. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is attached to fiber; the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, signs of melting, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "fiber cap detached" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.